Manufacturer narrative:
(B)(4).

Event description:
It was reported "PICC inserted in ICU on (B)(6) 2025 for IV inotropes. Blocked and removed on (B)(6) 2025." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen PICC catheter for analysis. Signs of use were observed on and within the catheter. Visual analysis revealed a kink adjacent to the juncture hub. A kink in the catheter may contribute to a blockage if the kink was present during catheter use. The slide clamp on the pink distal lumen was activated upon return. No other defects or anomalies were observed on the catheter. The customer description stated the catheter was in use for one day prior to the blockage being detected. The catheter body length from the juncture hub to the distal tip measured 19 3/4", which is within the specification limits of 19 1/2" - 20" per catheter product drawing. The outer diameter of the catheter body measured 0.0705", which is within the specification limits of 0.0705" - 0.0710" per catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." All slide clamps were deactivated, and a lab inventory syringe filled with water was used to flush each extension line. A partial blockage was confirmed within the white proximal lumen. Biological material was observed exiting the proximal skive hole of the catheter and the blockage was cleared after several flushes with water. No blockage was observed in the pink distal lumen. A lab inventory 0.018" guide wire (measured 0.018") was threaded through the catheter. The guide wire advanced through with little to no resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "flush lumen(s) to completely clear blood from catheter. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a blocked catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed a kink on the catheter body adjacent to the juncture hub. Functional testing of the returned catheter revealed a partial blockage within the white proximal lumen due to excess biological material. The blockage was cleared after several flushes with water, and the catheter met all relevant dimensional and functional requirements. It was noted that the customer stated the catheter was functionally in use for one (1) day prior to the blockage being detected. The kink in the catheter body and excess biological material may cause or contribute to the blockage observed. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use errors likely caused or contributed to the reported event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "PICC inserted in ICU on (B)(6) 2025 for IV inotropes. Blocked and removed on (B)(6) 2025." There was no patient harm or injury. The patient's current condition is reported as "fine".